Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was a noisy electrogram, and the electrode on the ps catheter was not functioning when initially placed in the body. Troubleshooting steps included checking all connections, changing the electrogram cable, changing the catheter interface cable, and checking the pin block, but these did not resolve the issue. The catheter was replaced, and the new catheter functioned correctly without electrogram issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012350771 and data files were returned and analyzed. Visual inspection was performed and the catheter appeared intact with no visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the capture device showed no atypical features. The catheter connected to a test catheter interface cable without any resistance, securing the connection as both latches fully engaged into the catheter connector. The slide control function operated as expected with no issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before being connected to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot testing confirmed the integrity of the electrode wires' insulation. However, electrical continuity testing revealed an open loop at electrode e9. Further dissection of the catheter revealed an electrode-to-electrode wire detachment in the spiral array at electrode e9. One data file was received and recorded on the reported event date. The data file confirm the use of the loop catheter identified as pscc100 with lot number 0012350771 on the reported event date. The log file showed multiple code error 4000 (catheter disconnected) and followed by a catheter change on the reported event date. The noise issue on the electrocardiogram was not recorded in the data file. In conclusion, the loop catheter failed the returned product inspection due to an electrode wire detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.